Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgment. Revision surgery to reposition the magnet is planned but has not occurred as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).